Event description:
Customer reported a button error alarm that recurred with each time she tried to deliver a bolus. The blood glucose reading was 140 mg/dl. She reported that the insulin pump had cracks in it and that the battery life had been shortened. She reported that the insulin pump seemed to be deteriorated around the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no up arrow button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube window, a stained end cap sticker and a broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.